Event description:
It was reported that during a low anterior resection, after the device was fired the surgeon tried to remove it but there was a lot of resistance. An otomy was made above the anastomosis to remove anvil head. The anastomosis was tested for leaks, and it was leaking so the surgeon cut out the anastamosis and used another device to create a new anastamosis. The surgeon decided to give the anastamosis two months to heal resulting in a temporary ileostomy. The procedure was extended two hours due to the ileostomy but not because of the device. The pt is doing fine.